Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation and during functional testing the device screen remained blank when turned on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The cause was identified to be a faulty ui pcba which will be replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, the screen was stuck blank. No additional information is available.